Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: stent fracture. It was reported that the xience stent was implanted in 2009. Approx five months later, the patient experienced chest pain and was admitted into a different hospital. A week later, the patient was treated with another company's stent for restenosis and possible stent fracture. On initial implant, the xience v had straightened out the lesion, but possibly over time it returned to its natural bend, causing the stent to fracture. Cines of the procedures are returning for review.